Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer for evaluation. Therefore, twenty-nine (29) retention samples from bd inventory were evaluated by both visual examination and functional testing and the issue relating to decapping was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Extra lubricant on the stoppers could be a contributor for the loose cap. However, due to unknown environmental conditions after the customer tubes leaving manufacturing, a definitive root cause cannot be determined. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® serum blood collection tubes stopper pops off tube. The following information was provided by the initial reporter: "material no. 367812 batch no. 0100893 it was reported that the tops are falling off the tubes. Per email: "we seem to be having an issue with the tops staying on. They¿re falling off during transport and when being spun down. We haven¿t had this issue before so we¿re thinking it¿s a defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.(B)(4).

Event description:
It was reported that bd vacutainer® serum blood collection tubes stopper pops off tube. The following information was provided by the initial reporter: material no. 367812 , batch no. 0100893. It was reported that the tops are falling off the tubes. Per email: we seem to be having an issue with the tops staying on. They¿re falling off during transport and when being spun down. We haven¿t had this issue before so we¿re thinking it¿s a defect.